Event description:
Sex and weight of the patient is unknown. Date of the event is unknown. It was reported to boston scientific that the jagtome rx sphincterotome did not cut the papilla. The procedure was completed with a different device. Pt is reported to be "ok".

Manufacturer narrative:
The suspect device will not be returned. A device eval will not be performed; therefore, the cause of the reported event is undetermined.